Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02307. It was reported the patient underwent surgical intervention due to loss of pain relief from the scs system. Follow-up identified the issue was caused by impedance issues because of a disconnection between the scs ipg and lead extension. During the procedure the physician disconnected and reconnected the extension back into the ipg and the issue was resolved.